Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited multiple auto mode switch episodes due to noise. After reprogramming, the lead resumed normal function. The patient was doing fine post event.